Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device had early battery depletion and the right ventricular lead had high threshold. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.